Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer, and the reported cable was returned to verathon for evaluation. The technical service representative evaluated the returned cable and was unable to confirm the frayed cable. However, the technical service representative was able to duplicate the reported image issue when the returned cable was connected to test video monitor and flexed near the base of the connector. Since there are no repairs available for this device, and the customer received a replacement cable under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the device would lose video connection. The customer indicated that the cable was frayed near the connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.